Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie seems to be switched, and the respective medicine was not loaded. The field service engineer turned off the device and then restarted it. The customer confirmed that they were able to retrieve the pocket. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer encountered a failure and cubie was not responding. The customer reported that the malfunction arose while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.